Event description:
It was reported that the pt had multiple surgeries because the pump was continuously flipping and the catheter was kinking. After the third surgery in 2009, the pt developed a hematoma that had to be drained; eight syringes of blood were removed. The pt stated that her catheter continued to kink and that the last time, the catheter had been kinked over 200 times. In 2009, her pump was repositioned and moved to a new pocket. It was discovered at that time that the pump was coated in "goo but not an infection". The pt stated that it was her fourth surgery regarding the pump and repositioning. The pt stated that historically within about two to three weeks after the surgery, they have "had to go back in", she was hoping that the surgery fixed the situation so that she wouldn't need any additional surgeries. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.